Manufacturer narrative:
Correction: it was previously reported in section that the device had been returned, but was an error by the customer, and the product was applicable to a different case from the same facility. The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy there was a "gas restricted" alarm generated. The therapy had been paused for 84 minutes in during the troubleshooting of the issue. During troubleshooting of the alarm the customer was informed to first replace the iab before the therapy was resumed to prevent thrombus formation. The iab was replaced. It was reported on (B)(6) 2017 that there was patient injury and that the patient complained of chest pain when the device was not functioning.

Manufacturer narrative:
(B)(4). The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy there was a "gas restricted" alarm generated. The therapy had been paused for 84 minutes in during the troubleshooting of the issue. During troubleshooting of the alarm the customer was informed to first replace the iab before the therapy was resumed to prevent thrombus formation. The iab was replaced. It was reported on (B)(6) 2017 that there was patient injury and that the patient complained of chest pain when the device was not functioning.

Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy there was a "gas restricted" alarm generated. The therapy had been paused for 84 minutes in during the troubleshooting of the issue. During troubleshooting of the alarm the customer was informed to first replace the iab before the therapy was resumed to prevent thrombus formation. The iab was replaced. The patient was not injured or harmed.